Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the seat frame is bent, no information given to dealer as how it got bent. Dealer states no injury reported.